Manufacturer narrative:
The customer ran a reagent prime and performed an ise check. No noise errors occurred during the ise check. A calibration was performed and calibration could not be performed due to ise noise errors. The customer checked the sample probe and it did not appear to be broken, bent, or contaminated. There was no leakage of liquid when electrode the electrode cartridge was removed. There was no dirt on the electrode cartridge and there was no dirt in the dilution tank. There was about half of the system diluent remaining and the tube in the diluent was seated at the bottom of the bottle. The field service engineer replaced the na electrode and no further issues occurred after this.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module (serial number (B)(4)). The sample initially resulted in a na value of 117, which repeated as 140. No units of measure were provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.